Event description:
It was reported that a home patient had received a system error (se) 2240 alarm (air in line/set) on the homechoice (hc) machine during drain two of four. The technical service representative determined that home patient disconnected from the hc during dwell but never pressed stop and the hc advanced to drain two of four without the home patient being connected. The home patient then reconnected. The technical service representative explained to care giver the importance of pressing stop before the home patient disconnects. The technical service representative had the care giver close all the clamps, and cycle the power to clear the alarm. At load the set, the technical service representative advised that it was safe for the home patient to disconnect and then dispose of current supplies. The technical service representative advised the care giver to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Disconnecting from the homechoice during dwell without pressing stop is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.